Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros hs troponin I (hstni) result obtained from the same patient sample. Patient 1 vitros tropi es result 1.88 ng/ml which is > ami cutoff 0.120 ng/ml versus the expected result of <1.5 ng/l which is < ami cutoff 11 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es result of 1.88 ng/ml was reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result and a corrected report of <1.5 ng/l was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros hs troponin I (hstni) result obtained from the same patient sample. The assignable cause of the non-reproducible higher than expected patient sample result could not be determined. Based on historical qc fluid results, a vitros tropi es lot 6070 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 6070 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. The customer did not provide within-run precision data; therefore, instrument performance at the time of the event could not be verified. However, there was no evidence indicating an instrument related issue. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 6070.